Event description:
The customer stated that her blood glucose was tested 2 times using her contour meter and a lab test. The contour read 169 and 170 mg/dl, while the lab test read 90 mg/dl both times. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were to be returned for evaluation, and replacement test strips were sent to the customer.